Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 15.5 mm from the distal end. There was no scratch around the broken point. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user activated output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. The user became unable to activate output. The probe of the subject device was broken off and fell into the patient. The user retrieved the fragment. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.